Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The retraction problem and the difficult to open or close were not confirmed. The entrapment and the patient device interaction problem (failure to achieve hemostasis) are related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible a suture snag occurred preventing the suture from fully releasing. It is suspected the suture snagged on the foot; however, this cannot be confirmed. The partial foot closure is likely related to biological material as the foot was successfully opened and closed in testing. The failure to achieve hemostasis is likely related to the retraction issues, however, a partial capture is also possible. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an electrophysiology (ep) ablation interventional procedure using a 10f sheath. Reportedly, after deployment, the plunger of the device could not be pulled out all the way, so the physician cut the suture to remove the device. When the device was removed it was noted that the foot of the device was partially open although the lever had been closed completely prior to removal. There was no tissue or vessel damage noted. As the suture had took, the knot was advanced; however, hemostasis was not fully achieved. A figure of 8 stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.